Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 69 mg/dl, after which the user consumed oral glucose and planned a subsequent meal announcement at first bite per guidance; the ilet alerted for low glucose, and no external assistance or medical intervention was required. Symptoms included no reported clinical manifestations. Outcomes included resolution of the low with oral glucose and no prolonged out-of-range duration. Investigation included troubleshooting and user education regarding meal announcements during low glucose and correction strategy. Investigation of this case revealed no device malfunction or alarm malfunction and no component issue, and the event was consistent with hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.